Event description:
The technician alleged the side rail will not raise. No pt impact.

Manufacturer narrative:
The technician found the side rail had a bent slide bracket. The technician replaced the side rail slide bracket to resolve the issue.